Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report issues with the sensor. Customer's blood glucose reading was 6.4 mg/dl. Customer reported that the sensor broke on removal. Customer stated that the sensor does not appear to be inside the body. Replacement product is being sent.

Manufacturer narrative:
Reliability analysis inspected four opened/used enlite sensors and performed visual inspection and found one of four sensor cannulas retracted inside of the sensor base. Unable to confirm that the customer received the sensor in said condition due to product being returned opened/used. The three remaining sensors performed bicarbonate buffer tests, and found two of three failed per specifications. One of two failed with low readings. The second failed with no signal readings detected. Checked lab transmitter for proper use and operation, and the transmitter passed per specification. The remaining sensor passed per specification with accurate readings.